Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reportedly received the following results on patient's mobile meter (system 1), compared to a professional mobile meter (system 2), within 10 minutes: 28 mmol/l (mobile system 1) and 10 mmol/l (hospital's mobile meter) (system 2). No adverse event. Requested return of suspect device for evaluation.